Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included full functional testing, ECG testing in both pads and lead modes without duplicating the customer's report. The log data showed no signs of device malfunction and supported that ECG was available when the requirements were met. The device was recertified and returned to the customer. No trend is associated with reports of this type.